Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the pacemaker dependent patient presented at a follow-up in-clinic, right ventricular lead noise causing high ventricular rate episodes were observed. The noise was reproducible. Programming changes were made. The patient is stable and will continue to be monitored.